Event description:
Wire stuck to a x-sizer and the entire device with wire was removed at the same time. It was not able to inject contrast to see what was happening during x-sizer use. Following removal of the x-sizer a small perforation was noticed. Stenting was done as normal 3x32. Subsequently 5 days later pt reported in with thrombus formation. Balloon dilation was performed and pt was discharged.